Event description:
The user reported that the cartridge was leaking at the connector after a recent supply change, and the user had been attaching the cartridge to the luer connector outside of the pump; the agent provided education on the correct supply change process and arranged a replacement cartridge shipment. Investigation included a troubleshooting review by phone and a user walk through of the supply change process. Further investigation of this case revealed user technique contributed to leakage when connecting the cartridge outside of the pump, with no visible damage to the supplies. No symptoms during the event and no effect on blood glucose were reported. Outcomes included continued therapy with planned replacement supplies and user education. It was concluded that the event resulted from user handling rather than a confirmed device malfunction.